Manufacturer narrative:
Block h6: imdrf device code a150101 captures of the reportable event of stent failure to expand which was found during investigation. Investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy could not be confirmed. The complaint device was returned for evaluation; it was received with the stent fully covered and undeployed. Functional testing related to stent deployment, performed by actuating the delivery system (sliding the handle back along the stainless-steel tube), was completed without issue, and no resistance was observed. However, the stent exhibited expansion issues. Additionally, the outer sheath was found to be bent. Based on the device analysis indicating stent expansion issues, it is likely that the expansion rate of the stent may have been negatively affected by factors such as compression, time, temperature, and humidity. Slow expansion rates are most commonly observed in larger stent sizes, which experience higher compression while within the catheter delivery system. The larger the stent diameter, the more it is compressed within the catheter, increasing the likelihood of an unconstrained opening dimension smaller than the manufacturing specification. Regarding the bent outer sheath, it is possible that the damage occurred due to procedural factors, such as the application of excessive force or improper handling and manipulation of the device. Excessive manipulation without sufficient care may have contributed to the observed defect. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was returned for evaluation; the device returned with the stent fully cover and undeployed, therefore the functional testing related to the deployment of the stent, by actuating the delivery system (slide the handle back along the stainless-steel tube) was performed without problems, no resistance was felt. However, the stent presented expansion issues. Additionally, the outer sheath was found bent. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Risk review: a risk review was completed and confirmed that the event of "stent expansion failed" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that two wallflex biliary stents was attempted to be implanted during a procedure performed on (B)(6) 2026. During procedure, the first stent was attempted to be deployed however the stent broke. Due to this, it was not possible to place the stent. In order to resolve this, the physician had to remove the first stent and attempted to implant a second wallflex stent. When the second stent was attempted to be deployed, the stent never opened and it remained stuck in the sheath. The stent was then again removed. It was unknown on how the procedure was completed. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the stent failed to expand. Please see block h11 for full investigation details.